Manufacturer narrative:
The reported "head error" occurred during testing in the hospital. The affected rotaflow drive has been send to the manufacturer emtec for repair under RMA#41839. 2020-08-25: the concerned drive was received by maquet; 2020-09-03: the failure head error could be confirmed after testing in the service department. Drive send to emtec; 2020-09-16: drive send to emtec. Same failure was already investigated at emtec report no. (B)(4) on 2020-02-24 (complaint (B)(4); RMA#39725). The defective drive was sent to the supplier em tec for further root cause investigation. 2020-02-24: em tec report no. (B)(4): the reported head error is a result of wrong handling of the user see below causes. The reported failure could be reproduced and confirmed. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The reported "head error" occurred during testing in the hospital and could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the ocurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from the us that a head error occurred on the rotaflow drive during testing in the hospital. No person was harmed. Complaint ID: (B)(4).